Manufacturer narrative:
(B)(4). The unit was returned and nothing was found that would have caused or contributed to the reported event. The generator was tested and was found to function normally.

Event description:
The customer reported that a port (not sure if bipolar or ligasure) does not turn off. This was found during biomed normal maintenance.